Event description:
It was reported that prior to use, the nim device plastic connector was broken and not working. Nim patient interface was not working properly. It wasn't connecting to the nims machine and wasn't registering to the monitor and just chirping. They have put another patient interface in and it worked fine." There was no patient involved.

Manufacturer narrative:
H3: product analysis found that, they verified non-specific/damaged. Unit presented with software:(v1.7.5), fully charged batteries, and a cracked outer shroud. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: the previously applied fdc d16 code is no more applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that, the reported nim patient interface was not tried with wireless mode during the event.

Manufacturer narrative:
H6: the previously applied fdm b17 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that, nim patient interface was connected in wired mode during the event and the procedure was completed with another patient interface and it was connected through wired mode and it worked fine.